Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient had marlex mesh implant on (B)(6) 2000 due to pelvic organ prolapse. It was reported that the patient had monarc mesh implant on (B)(6) 2013 due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, harvest of graft, pubovesical sling, anterior repair, suprapubic cystostomy, transabdominal colposacropexy, moschcowitz procedure with mesh, bso and posterior repair due to sui, vaginal prolapse, cystocele, rectocele and enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.